Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has had low pacing impedance for approximately three years. It was noted that a venogram showed an occlusion. The patient is currently in atrial fibrillation and per the physician, is not a candidate for lead removal. The lead remains in use. No patient complications have been reported as a result of this event.